Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7000tfx27 implanted in the mitral position was explanted after eight (8) years and four (4) months of implant duration due to valve thrombosis leading to stenosis. Reportedly, the patient was not under anticoagulation therapy when the thrombosis was diagnosed. The patient received warfarin for three months after initial mitral valve replacement (mvr). The patient was experiencing shortness of breath prior valve replacement. A non-edwards device was implanted in replacement. The patient was noted as to be hospitalized in stable condition.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors including patient's age at the time of implant likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
H10 additional narrative: the explanted device was returned for evaluation. Customer report of stenosis was confirmed due to observed calcification and host tissue overgrowth, however, customer report of thrombosis could not be visually verified. X ray demonstrated wireform intact and moderate calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10 mm on leaflet 3 at the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8 mm on leaflet 3 at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Hematomas were observed on all three leaflets on the both inflow and outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects.